Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic drainage catheter placement procedure, the catheter tube body was allegedly broken away from the white connector. It was further reported that a large amount of drainage leaked onto the patient's clothes, bedding, and bed, and the patient did not experience any other symptoms. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The catheter tube was separated from hub area. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic drainage catheter placement procedure, the catheter tube body was allegedly broken away from the white connector and separated. It was further reported that a large amount of drainage leaked onto the patient's clothes, bedding, and bed, and the patient did not experience any other symptoms. The catheter was removed and replaced. There was no reported patient injury.